Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (early onset) and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (early onset), and "flap necrosis.¿

Event description:
Healthcare professional reported right side ¿infection and flap necrosis.¿ the device was explanted.